Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for spine/back (non -malignant). The patient was questioning the healthcare provider (hcp) who implanted the pump. It was stated "there was an antenna he could move around under his skin." The patient wanted to know if that was normal. It was reviewed it was unknown what that could be. It was suggested to follow-up with their hcp to determine what the object is. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, event details, troubleshooting performed, actions/interventions required, and if the cause of the event was determined. If additional information is received, a follow-up report will be submitted.